Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2018 16:25:02 pst ice batch user (batch_ice) phone (B)(6), complaint: (B)(4), complaint status: in process mdt initial contact: (B)(6), taken by: (B)(4), critical pump error. Cust. Saw a red x on display. Was pump dropped/bumped no. Was there another alarm follow by the critical pump error: no. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. Country: (B)(6) input date: (B)(6) 2018 warranty start: 01/29/2018 warranty end: 01/28/2022 batch - ng1456504h.